Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 09, 2014 to july 14, 2014. The device evaluation was completed for the reported issue. A visual inspection was performed and noted the blue winged luer cap was missing from the device. Since the device was not received in its original packaging, it is unknown if the cap was in its original unopened package. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap was missing from the luer lock of a small volume intermate. This was noted prior to patient use. There was no patient involvement. No additional information is available.